Manufacturer narrative:
Correction: the initial incorrectly reported the site registration number. The site registration number is (B)(4). This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. The device was not returned to olympus for evaluation. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the single use-aspiration needle handle was stiff. The event occurred during the middle of an endobronchial ultrasound bronchoscopy (ebus) procedure. There were no other devices involved in the event. The procedure was completed with the same device. The needle was inspected prior to use to make sure it opens and closes easily. No abnormalities were observed. There was no delay and patient was under general anesthesia. There were no reports of patient harm.